Event description:
It was reported that the 9800 system smelled as if it was burnt. Also, the system was slow to boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The software was re-installed and the workstation cabinet was cleaned and the cooling fan replaced during the svc call. The system was tested and found to be working as intended, and put back into svc.